Manufacturer narrative:
The device history report for lot number 4302620 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 4302620 was manufactured on 11/05/2014. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample and photograph were provided for the purpose of aiding our quality engineer's investigation, visual evaluation of the returned device was able to identify two small holes causing the reported event. Closer inspection of the damaged area determined that the directionality of the punctures suggested an external puncture. Bd engineers noted that this has not occurred before at the manufacturing facility. Rigorous inspection of the manufacturing machinery was unable to identify a surface, tool, or process that could result in the reported damage. Unfortunately the root cause for this complaint could not be determined at this time. Based on investigation results to date, root cause cannot be determined. Holes observed in the samples received has never observed in our process.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had holes in the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
It was reported that a bd saf-t-intima¿ IV catheter safety system had sterile breach. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system had holes in the packaging. There was no report of exposure, serious injury or medical intervention.